Event description:
Reportedly, during a regular follow-up on (B)(6) 2024, orchestra plus was back on the start-up screen while interrogating to alizea. After restarting the orchestra plus, the interrogation was succeed. The physician requests to investigate what happened to alizea when the interrogation was interrupted and at what point aida was reset.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2024, orchestra plus was back on the start-up screen while interrogating to alizea. After restarting the orchestra plus, the interrogation was succeed. The physician requests to investigate what happened to alizea when the interrogation was interrupted and at what point aida was reset.

Manufacturer narrative:
The analysis of the provided expert files showed that a crash occurred during interrogation of an alizea at the beginning of an egm test at 13:14, the root cause could not be identified but the aida was successfully read. The next session of the bradywireless programmer is successful. The crash has no impact on subsequent sessions. To retrieve aida memories, open the patient's file at the time the interrogation was launched (in this case at 13:11). No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.